Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm, the home patient (hp) had noticed that there were air bubbles in the patient line during the initial drain while they were connected. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.